Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was set back to the english language. All of the buttons functioned properly and no damage was noted on the keypad traces during the visual inspection. No anomaly was noted on a display connector. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was in (B)(6). Customer stated the up and down buttons do not work on the device. Customer's blood glucose was 146 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.